Event description:
It was reported that prior the subject coil embolization procedure of the middle cerebral artery (mca), it was found that the distal of position which was near the shaft proximal was fractured. The fractured parts were still connected at that time. So, the operator replaced the subject coil with another one in same type to complete the procedure. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Inspection of the returned device found the delivery wire was broken near the proximal contact outside patient. A functional test could not be performed due to the observed anomalies. In the case of this complaint it was reported: 'opened the package of the coil and the condition of package was good. Took the loop out and its condition was good as well. Then flushed normally and took the coil together with shaft, however the operator found that the distal of position which was near the shaft proximal was fractured. Therefore; an assignable cause of ¿not confirmed¿ will be assigned to the 'main coil broken outside patient¿ as this defect was not confirmed. Based on the investigation results and available information, an assignable cause of handling damage to the ¿coil delivery wire broken/fractured outside patient' as it is most likely that the delivery wire broke due to handling of the device during prep. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that prior the subject coil embolization procedure of the middle cerebral artery (mca), it was found that the distal of position which was near the shaft proximal was fractured. The fractured parts were still connected at that time. So, the operator replaced the subject coil with another one in same type to complete the procedure. There was no reported clinical consequence to the patient.